Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported encountering an error message when scanning the adc device. As a result, they were unable to obtain scan readings and experienced symptoms of tachycardia, palpitations, visual/coordination problems, tremors, hypoglycemia, seizure, and loss of consciousness. The customer was treated with glucagon by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Extracted data using approved software and sensor was found to be in state 6 (indicating abnormal termination) with event code 21. De-cased the sensor and performed visual inspection, no issues were observed on the printed circuit board assembly (pcba). Measured the battery and results were within specification. Extended investigation has been performed. Visual inspection of the returned sensor and no issues were observed. Extracted data using approved software and sensor was found to be in state 6 (indicating abnormal termination) with event code 21 brown out reset. Sensor was de-cased and visual inspection was performed, no abnormalities were observed. Measured battery and all results were within specification. This issue is confirmed to brown out reset. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported encountering an error message when scanning the adc device. As a result, they were unable to obtain scan readings and experienced symptoms of tachycardia, palpitations, visual/coordination problems, tremors, hypoglycemia, seizure, and loss of consciousness. The customer was treated with glucagon by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported encountering an error message when scanning the adc device. As a result, they were unable to obtain scan readings and experienced symptoms of tachycardia, palpitations, visual/coordination problems, tremors, hypoglycemia, seizure, and loss of consciousness. The customer was treated with glucagon by third-party. There was no report of death or permanent injury associated with this event.